Event description:
The jetstream g3 was advanced to treat a 2 cm clot located in the distal popliteal. After 1 min 40 seconds of run time, a perforation occurred during the procedure. A pseudoaneurysm developed and surgery was required. Pt is doing well.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.